Event description:
The distributor contacted stryker to report that their device did not power on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The distributor contacted stryker to report that their device did not power on when the lid was opened. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center (pac) evaluated the device and confirmed the reported issue of device not turning on when lid was opened. The pac technician found that the lid switch, sw5, was stuck in the open position, which the device interprets as lid/reed switch closed. Device archived by stryker and the customer received a replacement.